Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The customer reported via phone call that 50 mg/dl value was sensor glucose level and not blood glucose value.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 50mg/dl. Patient's other blood glucose value was 140 mg/dl, 103mg/dl and 105mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose values. The customer was treated with carbohydrate. The device is not expected to be returned for analysis.